Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens has one haptic torn off and is missing and the other haptic is torn off. This is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v into pt's eye and noticed the haptic was torn off. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No pt injury.